Event description:
Reportedly, during a follow-up visit, the ventricular lead impedance and threshold increased to approximately 2000ohms and 2.0v, respectively. The associated lead was a non-sorin lead. On (B)(6) 2012, a re-intervention was performed, and this ventricular lead could be removed from the port without loosening the set-screw. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.